Event description:
Customer reported an issue with the spectrum monitors, which may have affected co2 monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated units and duplicated the reported problem. Corrections included replacement of the unit's co2 modules. Problem was resolved.